Event description:
It was reported that operation issues were discovered with two lots of a hand piece for battery powered driver. The motor for lot 004401 froze and experienced intermittent operation. The single arrow and reverse buttons on lot 003579 work intermittently. Issues were discovered post-operatively and outside of the operating room. No patient involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant device was returned for manufacturer review/investigation on (B)(4) 2015. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. A review of the service history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report was initially submitted as follow up number 2 on february 24, 2015. Resubmitting information with correct follow up number. Additional narrative: a service history review was performed for the subject device lot number 004401. The service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is nov 3, 2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service evaluation was also performed for the subject device. It was reported the motor was frozen and running intermittently. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history review was performed for the subject device lot number 004401. The service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is nov 3, 2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service evaluation was also performed for the subject device. It was reported the motor was frozen and running intermittently. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.